Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A split was observed in the catheter approximately 3 cm proximal to the distal tip of the catheter. A microscopic observation revealed the edges and surfaces of the split in the catheter were irregular and angular but mostly smooth and granular in texture. The irregularity of the surfaces of the split suggest the catheter was damaged by some sort of instrument during handling or use. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that sand holes were found on the catheter when it was being flushed prior to insertion, resulting in fluid leakage; therefore, it was replaced with a new kit, which was inserted successfully.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device not yet returned.

Event description:
It was reported that sand holes were found on the catheter when it was being flushed prior to insertion, resulting in fluid leakage; therefore, it was replaced with a new kit, which was inserted successfully.